Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the first implant never worked due to a procedure issues; they said that the cause was determined, but it was not clearly provided. They noted that the issue had been resolved on ¿(B)(6) 2002.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient could not use the ins because they were in an electric wheel chair and by the time "she gets a signal" she cannot get to the bathroom. The patient indicated the implant has not helped with their issue and wanted the device remoted. There did not appear to be any allegation that the device was affected by the patient's wheelchair and there did not appear to be an allegation of device malfunction. Patient status is unknown at the time of this report. There were no further complication reported or anticipated. The patient reported later that she has not been able to use the implantable neurostimulator (ins) system because her bladder is shot and she cannot get to the bathroom fast enough because she is in a wheel chair. Additional information was received. Patient reported same information about device/therapy not helping. Patient stated they were not using the stimulator anymore because when it signals to go to the bathroom, they were not able to get there fast enough before the bladder discharges. No further complications were reported or anticipated. Additional information was received from the patient. It was reported that their first implanted never worked.